Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in the bipolar configuration. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.